Event description:
It was reported that one of the patient's leads had pulled out of the epidural space, it was unknown when this event occurred. It was reported there was no visual of the anchor and that it had been used in the procedure. It was believed the sutures came undone while the lead was sutured to fascia and that the anchor was still probably on the lead, but difficult to see. It was reported, the patient was getting therapy from the other lead and there were no plans to revise at this time. No new reportable information. No new reportable information.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).